Manufacturer narrative:
The device was returned for analysis. There are patterned scape marks with shavings attached on the proximal sheath extending from the butt bond extending down to approximately 55cm from the distal tip. There is a corresponding scrape on the distal end proximal to the butt bond but it is not patterned. After the visual inspection, the catheter connector mated to the test cable with no issues. No electrical issues were found with this device in a straight or curve position. Inspection shows that the push/pull knob functioned properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 27-sep-2017. It was reported that the diagnostic catheter has no signals. A dynamic xt¿ unidirectional steerable diagnostic catheter was selected for use. During procedure, were no signals on the diagnostic catheter after insertion into patient. The connection cable was changed but the issue was not resolved. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that there were patterned scrape marks with shavings attached on the proximal sheath.